Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. The analyst commented that there was a rise in impedance from approximately 350 ohms in (B)(4) 2012 to approximately 1800 ohms by (B)(4) 2013.

Event description:
It was reported that the right ventricular (rv) lead impedance had gradually increased until a polarity switch occurred. In-office testing showed high impedance measurements and loss of capture in bipolar pacing configuration. Noise was also observed. The lead was programmed to unipolar pacing and bipolar sensing configurations. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.